Manufacturer narrative:
Encore medical is attempting to determine the devices involved in this complaint. Additional information will be sent when it is available.

Event description:
Knee revision due to broken tibial insert.